Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the mayfield head clamp (a1059) was found to be too loose and detached from the patient during surgery at (B)(6). As a result of the clamp detachment, the patient sustained a minor superficial cut to the scalp, which was managed by local pressure and closure with steri-strips. No further injury was reported. Upon noticing the clamp failure, one surgeon left the sterile field to manually support the patient's head, allowing the other surgeon to complete the procedure. Due to this immediate response, the surgery time was shortened rather than prolonged. No additional complications were reported.